Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit alarm in the middle of the night. The customer reported this alarm happened several times a day. She was sent a replacement battery cap to resolve the issue, but the issue continued. She also reported that the insulin pump display had gone blank. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.